Event description:
It was reported that the cause of the event was the connection between the implantable neurostimulator (ins) and the extension. There were no abnormal impedances. It was stated that there was an ins replacement, and the shocking sensation ceased. It was noted that the signs and symptoms were 'shocking under the skin' at ins and extension connection site. No patient outcome was given.

Event description:
It was reported that the patient experienced shocking and burning sensations that had been occurring since (B)(6) 2012 following a "cardiac procedure." The burning and shocking occurred at the implantable neurostimulator (ins) pocket site. Impedance measurements were taken, but the results were unknown. During the impedance test, the patient complained of rigidity on their right side and difficulty speaking. The issue went away 1-2 minutes after turning off stimulation. Additional information was received that reported the ins was removed from the pocket and it was found that there was fluid/blood inside the channel. The extension connection was dried and wiped clean and a new ins was implanted. Impedance values were all within normal ranges. The ins was left off until the patient could visit with their referring neurologist. The patient outcome was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7496-51, serial# (B)(4), implanted: 2001 (B)(6), explanted: na. Product typ extension product ID 7434-e, serial# (B)(4). Product typ programmer, patient product ID 3487a-33, lot# j0444109v, implanted: 2004 (B)(6), explanted: na. Product typ lead product ID 3487a, lot# j0444109v, implanted: 2004 (B)(6), explanted: na product typ lead (B)(4).